Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application launched to an diagnostic message indicating that an unexpected error had occurred. Troubleshooting steps were taken to include reinstalling the application, however after successfully pairing o the patient connector the application crashed to a white screen when attempting to pair to the mobile programmer base. Further troubleshooting steps were taken to include force closing the application, forgetting the base in the bluetooth settings, and multiple re-pair attempts which eventually resolved the issue. There was no patient involvement.